Manufacturer narrative:
Empty cartridge alarm. Per the user guide: your t:slim x2 pump detected that the cartridge is empty and all deliveries have stopped.tap close. Change your cartridge immediately. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 537-600 mg/dl and the customer did not observe insulin exiting during a bolus delivery. Low insulin alerts and an empty cartridge alarm were received. An insulin injection was administered. Tandem technical support confirmed the alerts/alarm in the pump data. The customer acknowledged that they were "expected". The customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
Customer did not accept the pump data review results and did not "trust" the pump. Customer reverted to using insulin injections since the reported event.

Manufacturer narrative:
Tandem technical support (cts) reviewed the pump data and found that the customer used a cartridge 4-5 days. As the customer did not like to waste insulin, the cartridge was used longer. Cts advised customer that it less insulin was needed, cartridge could be loaded with less insulin.

Manufacturer narrative:
Reportedly, customer only uses the pump for basal delivery and not for bolus delivery as customer does not consume many carbohydrates. Customer declined tandem territory manager's offer of additional training. Customer received additional pump training from healthcare provider and insulin was changed to novolog.